Event description:
It was reported that during a pph procedure, the device cut but failed to staple about 1 inch posteriorly. The surgeon had to apply interrupted sutures in order to finish the case. There were no adverse patient consequences.

Manufacturer narrative:
Date sent: 09/19/2007. Information anticipated, but unavailable at this time.